Event description:
This unit was returned on a trade-in program with no problem specified. During the repair eval, it was discovered that the dump valve (over-pressure relief) was not operating as which could cause a high pressure condition to the pt. The dump valve was stuck closed due to contamination of the unit. The dump valve was replaced to correct the problem.